Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found. Based on the report, it is likely that the event was related to the procedure.

Event description:
It was reported to nevro that the patient was admitted to the hospital for obstructed bowels a day after the implant procedure. The physician believed the obstructed bowels could be related to the anesthesia used during the procedure. The patient has recovered without sequelae and the patient is currently using their device with effective pain relief.